Event description:
Pt revised for loose cup. Update: (B)(6) 2011 - litigation papers received allege pt experienced problems and pain with the implant. Part and lot number of head were specifically referred to in the complaint. The femoral head was added to the complaint.

Manufacturer narrative:
The report states: patient revised for loose cup. Doi (B)(6) 2009 dor (B)(6) 2010 (left hip). Update (B)(6) 2011 - litigation papers received allege patient experienced problems and pain with the implant. Part and lot number of head were specifically referred to in the complaint. The femoral head was added to the complaint. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.